Manufacturer narrative:
Eval summary: the product was returned for analysis; the reported complaint could not be verified the optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. Solution was observed on the returned product. Damage was observed to the haptics and the optic. The lens was returned in a competitor lens case. Product history records were reviewed and all documents indicate the product met release criteria. The product investigation could not identify a root cause for the damage, our observation reasonably suggests that it is not manufacturing related. Due to the condition of the returned sample, the damage is potentially related to customer handling. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info. A completed questionnaire has not been received. (B)(4).

Event description:
A nurse reported that approximately seven years following intraocular lens (iol) implant surgery the lens was exchanged due to the patient experiencing blurred vision. Add'l info has been requested.